Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the cpu board is defective. The customer reported the device was not in use on patient.

Manufacturer narrative:
Due to no parts returning for evaluation, the root cause of the reported issue could not be identified. The customer was contacted requesting for parts be returned and no response received. The issue has been resolved after replacement of cpu board. No further service call received from this customer.